Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the hospital due to an elevated blood glucose level and diabetic ketoacidosis. Additional information was not provided. Multiple follow up attempts were made to obtain additional information, however, additional information was not received.